Event description:
Info received indicates high pressure changes were noted during the case and blood clots were seen at the product outlet port. The device was used for a full day prior to change out. The pt subsequently died but the hcp reported the death was unrelated to the reported product problem.